Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2023, it was reported that when the patient woke up, her infusion set's tubing got detached at the quick release while she was sleeping. The site location was patient's abdomen, and the pump was located on the right side. The infusion set had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 270 mg/dl. According to the complaint investigation performed on the used device (1 tubing), the tubing was detached from the tubing connector. No further information was available.